Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 24-jun-2025, UDI#: (B)(4), h3: tm90t0 communicator: visual observation identified that the micro usb charge port was loose. The device was not powering on after 1.5 hours. The tm90 recharging circuity was damaged l3. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the communicator did not charge after several hours and the light remained orange. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included changing of the plug and it was left for 24 hours without success. Actions/interventions taken included the remote being changed. The issue was resolved at the time of the report.